Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed rewind test; it failed prime / seating test during testing due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests or verify no delivery alarm due to the faulty sensor.

Event description:
Information received by medtronic indicated the customer was experiencing issues with insulin pump and sensor. The insulin pump alarmed insulin flow blocked alarm which was resolved by changing the complete set. Customer stated infusion set had a bent cannula upon removal. Customer declined further troubleshooting for the alarm. Customer also reported sensor giving inaccurate readings. Insulin deliver was not suspended due to sensor glucose value versus blood glucose value. The insulin pump was returned for analysis.